Manufacturer narrative:
The entire system was abandoned.

Event description:
Boston scientific received information that this right atrial lead exhibited high impedance measurements of greater than 2000 ohms, and intermittent fracture. The patient required an upgrade to a defibrillator so the entire system was abandoned on the right side of the patient and a new system implanted on the left side. No adverse patient effects were reported as a result.